Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the clip applier would not release. It held onto the tissue causing some tearing. They were able to remove it and a new one was used to complete the procedure. There was no adverse patient impact.